Event description:
Pt developed hypotension immediately following cardiac cath. Iabp set up. Balloon inserted in groin. When catheter connected to machine; error message received "auto fill failure." Got second machine which would not work. This time different error message. Third machine which was an earlier model connected to pt and counterpulsation was obtained. Similar problem occurred 11/99. Co came in to check machine and could not duplicate. Informed by service rep that internal memo circulated through datascope warned of problem and that a change had been made to internal filter to correct problem however part never installed in 11/99.